Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After implantation 5 channels were turned off and the user was put under observation; after 7 months nothing had happened and the user was hearing well. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information from the field, an increasing number of short-circuited channels could be observed from the in-situ measurements. However, according to research _ development expert the reason for the observed short circuits can likely not be explained by an electrode damage. A physiological issue is suspected but no further information on possible malformation and/or ossification has been received despite requested, however during re-implantation surgery fibrosis inside the cochlea was found. The explanted device has not been received for investigation yet.

Event description:
After implantation 5 channels were turned off and the user was put under observation; after 7 months nothing had happened and the user was hearing well. The user was explanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. A contributory factor for the explantation was very likely the reported physiological issue, which could be confirmed during explantation surgery. Inside the cochlea fibrosis was found to an extent, that a new device could not be implanted on the concerned side. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
After implantation 5 channels were turned off and the user was put under observation; after 7 months nothing had happened and the user was hearing well. The user was explanted.

Manufacturer narrative:
Based on the received information from the field, an increasing number of short circuited channels could be observed from the in situ measurements. However according to research _ development expert the reason for the observed short circuits can likely not be explained by an electrode damage. A physiological issue is suspected but no further information on possible malformation and/or ossification has been received despite requested.

Event description:
After implantation 5 channels were turned off and the user was put under observation; after 7 months nothing had happened and the user was hearing well. Re-implantation is considered.